Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the transparent silicone extension tube of the catheter was leaking. The catheter was repaired and there was no patient injury.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. One photo and a video were provided by the customer. Visual evaluation of the photo was performed. The picture showed a catheter inside the patient¿s body. A yellow circle was observed around the venous extension, but no issue could be determined by this photo. The other pictures and the video showed a catheter inside a patient with a doctor flushing the venous extension with an unknown liquid. It was observed that the extension has a leak due to a cut or hole. Additionally, one extension tube was received for analysis and investigation. Visual evaluation of the tubing revealed signs of use (dirt) and several cuts were observed on the tubing. The instructions for use (IFU) state the customer must perform a visual inspection before using the device. It states to not use the catheter if it is crushed, cracked, cut or otherwise damaged and that clamping the catheter repeatedly in the same spot could weaken the tubing. The IFU states that the catheter tubing can tear when subjected to excessive force or rough edges and to inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance. The reported condition has been confirmed. The most probable root cause can be considered as damaged during use caused using strong cleaning agents, sharp objects, excessive force or repeated clamping. The evidence provided is enough to discard the manufacturing process as a potential cause. No trends or triggers have been found. Therefore, a corrective or preventive action is not deemed necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. One photo and a video were provided by the customer. Visual evaluation of the photo was performed. The picture showed a catheter inserted in the patient¿s body. In this photo a yellow circle was observed highlighting the venous extension. The reported condition was not able to be seen in this photo. In the video it can been see that a doctor is manipulating the venous extension of the catheter with a syringe. It was observed in the video that the extension had a leak, which was due to a cut or hole in the extension tube. An ishikawa diagram was used to determine the potential causes for this event. The instructions for use (IFU) state that the customer should perform a visual inspection before using the device. The IFU states not to use the catheter if it is crushed, cracked, cut or otherwise damaged and that clamping the catheter repeatedly in the same spot could weaken the tubing. The IFU also warns to exercise caution when using sharp instruments near the catheter. The reported condition has been confirmed based on the picture and video provided by the customer. It can be concluded that the device functioned as intended for an undetermined amount of time. The most probable root cause can be considered as damaged during use. The evidence provided is enough to discard the manufacturing process as a potential cause. No trends or triggers have been found. A corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.